Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# v134602, implanted: (B)(6) 2008, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-jul-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient needed MRI to determine if the patient needed spinal surgery. MRI diagnosis spinal stenosis. It was further reported that the patient had their interstim system removed and there was lead fractured and x-ray showed that the portion of the lead about 3.2 cm remained in the patient. No further symptoms or complications reported.